Event description:
It was reported that the purewick urine collection system had hardly any suction. Liberator representative walked patient through troubleshooting, tubing were connected and were free of buildup, lid was sealed, no damage to the canister, water test was done, but this did not resolve the issue. Replacement order was placed for a new collection system. Per follow up via email on 10feb21,the customer's husband stated that the directions on the package were terribly written. The first night was perfect, and for the next couple of nights, the device did not work properly. Also, stated that after the first night the filter stayed saturated which left condensation in the hose, and the pieces of the kit should be sold separately, after that they received some elbow components from a hospital. Per follow up made on 02mar2021, customer received the replacement, but had concerns that the new device had the existing issues with the product design. Customer stated that the condensation in the device was leaking from the bottom of the machine. Customer was concerned about the improvement of product design.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect/ missing translation; missing instructions". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use the purewick¿ urine collection system is to be used with purewick¿ external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick¿ urine collection system with purewick¿ external catheters on individuals with urinary retention. Safety and warnings always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. If the purewick¿ urine collection system is dropped or tipped over spilling urine, unplug the unit and carefully inspect for loose or damaged parts before resuming use. Contact customer support at 1-888-201-1586 if any damage is observed. The pump tubing connecting the purewick¿ urine collection system to the collection canister may experience light condensation inside the tube. This is not unusual and does not affect function. However, if urine or water has streamed into the pump, discontinue use and contact customer support at 1-888-201-1586. Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty. It is important that the port connections be connected correctly for proper operation of the purewick¿ urine collection system. Use of this equipment next to or stacked with other equipment should be avoided because it could result in improper operation. If such use is necessary, this equipment and the other equipment should be observed to verify that they are operating normally. Portable radio frequency (rf) communications equipment (including peripherals such as antenna cables and external antennas) should be used no closer than 12 inches (30cm) to any part of the purewick¿ urine collection system, including cables specified by the manufacturer. Otherwise, degradation of the performance of this equipment could result. Use only purewick¿ urine collection system accessories with this device. Incompatible parts or accessories can result in degraded performance and will void the warranty. Do not use accessories past expiration date indicated on package labeling. Use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. Do not place purewick¿ urine collection system or its cord across walkways creating a tripping hazard." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system had hardly any suction. Liberator representative walked patient through troubleshooting, tubing were connected and free of buildup, lid was sealed, no damage to the canister, water test but this did not resolve the issue. Replacement order placed for a new collection system. Per follow up via email on (B)(6) 2021,the customer's husband stated that the directions on the package are terribly written. The first night was perfect, and the next couple of nights the device did not work properly. Also, stated that the filter after the first night stays saturated which leaves condensation in the hose, and the pieces of the kit should be sold separately, after that they received some elbow components from a hospital. Per follow up made on 02mar2021, customer received the replacement, but has concerns that the new device has existing issues with the product design. Customer stated that the condensation in the device was leaking from the bottom of the machine. Customer was concerned with the improvement of product design. Customer will be happy to test in products in the field.